Event description:
It was reported that the patient fell and was bruised around the device and left arm. Since the patient was away from home, a check was performed at a local cardiologist's office. The patient noted that reprogramming occurred and that no shocks were delivered. Attempts to gain additional information from the physician's office were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.